Manufacturer narrative:
As of today, the device has not yet been returned for analysis. Should the device be returned and analysis complete, this report will be updated.

Event description:
Boston scientific received information that this device was changed out to a competitor's device. The patient reported that they experienced a syncopal episode and fell and hurt himself. The device was interrogated and it was noted that the patient had a ventricular fibrillation (vf) event. Eight shocks were delivered, the patient's vf was terminated. It was alleged by the patient that this device did not defibrillate successfully. The local boston scientific field representative retrieved the device from the hospital and indicated it would be returned for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
Subsequently, the device was returned for analysis.